Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the reported alarm messages. Evaluation found system error 110 in the history log which corresponds to the reported symptom. A loose gear on the motor assembly was found and is a known contributor to the system error 110 alarms. The motor assembly (containing the loose gear) was replaced.

Event description:
It was reported that a spectrum infusion pump began to alarm with a message that indicated safety malfunction. It was also reported that there was no patient injury.